Event description:
The device was used during a hystectomy. Reportedly, the device was difficult to close and broke. A little metal piece fell into the pt's cavity which was retrieved. Bleeding occurred.